Event description:
It was reported that the patient presented to the clinic with pacemaker syndrome/asynchrony symptoms. The device was found to be at elective replacement indicator and was in the vvi 65 pacing mode. The patient was feeling fatigued so the device was reprogrammed to a dual chamber pacing mode and will be scheduled for replacement. It was further reported that the device had premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) initially the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The elective replacement indicator was due to high battery impedance logged on (B)(4) 2011. Ramware version 8 installed (B)(4) 2011. Subsequently, the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the patient presented to the clinic with pacemaker syndrome/asynchrony symptoms. The device was found to be at elective replacement indicator and was in the vvi 65 pacing mode. The patient was feeling fatigued so the device was reprogrammed to a dual chamber pacing mode and will be scheduled for replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The elective replacement indicator was due to high battery impedance logged on (B)(6) 2011. (B)(4).